Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction power was weak and it was unable to be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical usage with evidence of blood was observed. Specks of blood was observed on the vacuum tubing with blue luer lock fitting. No blood was observed on the flexlink arm and on the mounting pods. No visual defects were evident. The locking lever locked with no difficulties or observed defects. A suction/vacuum strength test was performed per instructions of the vacuum leak test, using a calibrated vacuum regulator at 400 mmhg and pressure gauge and a canister. The device failed the vacuum leak test. A latex glove was utilized to perform the suction/vacuum test. The right baffle would not suction, it was observed that there was very little air force coming from the right baffle and was unable to lift the latex glove on the right side. The left baffle suctioned with no difficulties and was able to lift the latex glove on the left side. Based on the returned condition of the device and the evaluation results, the reported failure "suction issue" was confirmed. The DHR was reviewed for the acrobat-I stabilizer and the baffle sub-assembly. All the test results meet the specifications and results. There were no non-conformities observed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction power was weak and it was unable to be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.